Manufacturer narrative:
Corrected information provided in a1.,a2.,a3.a.,b2.,b5.,b6.,b7.,d.10., and h.6. Additional information has been provided in h.3., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that patient had a cataract extraction. After 9 days of post operation experienced cloudy/ blurry/ decreased vision. So, they did a topical medication adjustment with intravitreal antibiotics injection, also had steroid and nsaid ( non-steroidal anti-inflammatory drugs) in the os (left eye). Additionally noted an infection (endophthalmitis), 3+ vitreous/ 1+ conjunctival inflammation and aqueous cell on postop onset 14 days aqueous fibrin, hypopyon were absent and cultures was not taken. Patient states that his whole left side of my face was numb and it¿s been like that for years so it always feels like there was something in his eye. Right eye (od) reports eye was appropriate for day after surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis in the left eye (os). Additional information has been requested.